Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Clarification to d6b, explant date: (B)(6) 2023 reported.

Event description:
Patient reported left side rupture. Device has been explanted.